Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the reported problem for " the delivery rate is above the tolerance¿ could not be duplicated. The delivery rate is within specification. The possible cause is user related. Visual inspection of the device noted the downstream occlusion (dso) seal had a bubble and peeling off, and the battery compartment was broken. The dso seal and battery compartment were replaced and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the delivery rate is above the tolerance. Patient involvement was unknown, and no patient injury/adverse effects reported.